Event description:
Hcp called stating: "we had an issue with administration of adzynma. The patient did not get full dose, because one of the vials leaked the solution. Could we get a replacement?" Available for return: yes. Additional identifying information: dose: 4141 units or 4081 units every 2 weeks and just changed to every 3 weeks. Hcp stated he was (cold) transferred from quality so unsure if a pc report has already been submitted. Consent to contact reporter? Yes. Consent to contact other contact info? Unknown. Dose number / unit: 0. Dosage form: parenteral. Follow-up to a previous complaint? Unknown.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. Sample investigation: a shipping carton, containing a plastic bag with one vial of adzynma (lot# m5b001ab), one vial of swfi (lot# l000612), a plastic syringe connected to the baxject ii hf device and one blister foil of the baxject (lot (10) gr356103), was received in (B)(6) on 19-aug-2024. Optical inspection was performed using the naked eye. The product vial only contained a small amount of a clear solution, the crimp cap was dented heavily several times, and the stopper was pierced once at the edge but not in the middle. The swfi vial only contained a small amount of a clear solution, the crimp cap was dented heavily several times, and the stopper was pierced once at the edge but not in the middle. The 10 ml bbraun syringe was empty and connected to the luer port of the baxject device. The reported defect could be verified, as both vials were almost empty, and the syringe did not contain any of the reconstituted solution the sample was forwarded to the quality device laboratory for further investigation. Quality device laboratory reported that, based on the results of the sample examination and the functionality test, the device is considered to show normal device characteristics and there is evidence of a possible misuse of the patient. Therefore, this complaint cannot be confirmed. Review of incoming good release documentation of batch gr354103, item number 3400691 / baxject ii, hi-flow, ntd, us, showed that there were no nonconformities, failures, rework or deviations that contributed to the reported problem. All incoming release results and parameters met specifications. A lot trend was not identified. A review of adzynma was also performed relative to the subcategory "leaking". The complaint rate for ytd2024 is approximately (B)(4) compared to 2022 (B)(4) and 2023 (B)(4).